Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump for spinal pain. It was reported that the patient underwent surgery in 2018 to have the pump removed due to an infection and the patient had no current pump. No additional complications were expected or anticipated.